Event description:
It was reported that the patient was newly implanted and had stimulation system with leads that went to the back of his head for headaches. The patient recharged for the first time on saturday, prior to the report, and while recharging the implantable neurostimulator recharger (insr) slipped off the arm of the couch. When the patient caught it, he must have pushed the top button and got the world¿s biggest shock that lasted 2-3-4 minutes, providing stimulation on the left side of his head. The patient yelled to his daughter to help but she was not quick in turning it off, and never got it off and stopped on its own. He had not felt that since. There was a shocking or jolting sensation. The patient also had a symptom of buzzing in his ears that consistently off and on all the time but during his trial, about 8 weeks before implant, the buzzing went away completely for 2-3 days. After the insr fell and gave him the shock, the buzzing was stopped for about 18 hours. The puzzling had been going on for a long time since he had a car accidently. Prior to the implant he had gone to an ear doctor several times who told him the buzzing would be something he would have to get used to. Information regarding patient outcome and if the patient still had concerns with their device or therapy has been requested which was not reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 977a190, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a190, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).